Event description:
Further information received indicated that high right atrial (ra) pacing lead impedance measurements greater than 2,000 ohms continued to be observed. Additionally, non - detection, high pacing threshold measurements, and loss of capture (loc) with asystole less than 2 seconds were also observed. Subsequently, the lead was confirmed fractured under a fluoroscopy. The lead was surgically abandoned and replaced with a new lead. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements and noise that were recreated with isometrics. The trend also showed simultaneous spikes in the right ventricular auto threshold (rvat) measurements and intrinsic amplitudes. It was reported that the patient had previously suffered a fall but diagnostics were normal during a subsequent check. The patient is not pacemaker dependent. Additional information received from a local field representative indicated that an x-ray did not show any anomalies and the physician has elected to continue monitoring. No invasive procedures have been scheduled at this time. The system remains in service. No adverse patient effects were reported.